Manufacturer narrative:
There is no indication of any system or component failure or malfunction. The 4 contact lead system does not appear to have been sufficient to fully cover all areas of pain.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The dual 4 implantable pulse generator (ipg) was placed in the lower back area with both 4-contact leads targeting the cluneal nerve. Placement of the permanent system was intended to mimic the successful trial phase that this patient participated in with nalu. After activating the system the patient noted that the effects were not the same as the trial and stimulation was not fully covering the pain symptoms. Several reprogramming attempts were made to improve coverage of therapy. On (B)(6) 2025 the 4-contact system was fully removed and an 8 contact system was implanted to increase coverage.